Manufacturer narrative:
An investigation into the customer's allegation is ongoing. At this time, (B)(6) healthcare's investigation has not identified a defect or malfunction with merge cardio that caused or contributed to the prior measurement populating a new report. A supplemental report will be filed when addtional information becomes available.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information from merge healthcare and other vendors systems including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. Merge cardio is intended to allow users to review diagnostic and non-diagnostic quality images, annotate studies, perform digital subtraction on images, to perform quantitative measurements on images (including but not limited to quantitative coronary analysis, left ventricular analysis, time, area, length, velocity, angle, volume, and velocity-time integrals), to generate physician generated clinical reports (via structure reporting and template based tools), and to store this information in a database. On (B)(6) 2023, a customer contacted (B)(6)healthcare alleging that one of a patient's prior measurements had unexpectedly populated a current/new report. (B)(6) healthcare has been working with the customer to gather more information and to see if the issue can be replicated. The investigation is ongoing and a cause has not been determined at this time. Work is ongoing between the customer and (B)(6) healthcare. There is no indication of a merge cardio defect or malfunction that caused or contributed to this issue. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with applicable regulations and as indicated by merge healthcare in the initial report submitted on 12/07/2023. Additional troubleshooting and investigation was performed by merge healthcare technical support, cardio clinical report engineering, as well as a cross-functional team. It was determined that merge cardio is working as designed and the correct prior measurement was being correctly pulled into the report. Therefore, this issue no longer meets the requirements for adverse event malfunction reporting. No further action is required at this time. The customer's allegation occurred as a result of separate measurements having the same label in the patient report. The merge cardio support team met with the customer and confirmed the issue as resolved. There are no reports of death, serious injury, or injuries that were directly caused or contributed to as a result of this issue. Revised information contained in this supplemental report include the following: g6 - indication that this is a follow-up report 001 h2 - indication of additional information h3 - indication that device evaluated by manufacturer h6 - evaluation codes: investigation findings 3208 problems due to change control or incorrect version, including regional requirements. Investigation conclusions 27 problems caused by inadequate training.